Manufacturer narrative:
Eua #(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, a discrepant result was obtained. Repeat testing was performed, and the result was negative. There was no report of patient impact. Eua #(B)(4). The following information was provided by the initial reporter: discrepant results with max bd sars cov2 n1 target. Customer reports results are negative when repeated.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that they are receiving false positive for n1 and n2 on bd-sars-cov-2. Customer cleaned the area and the issue was resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Sample were not expected to be returned, therefore returned sample analysis is not required. Root cause is determined to be due to workflow issue. Complaint is unconfirmed due to the issue being workflow related. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, discrepant results were obtained due to instrument contamination. Repeat testing was performed, and the results were negative. There was no report of patient impact. Assays used: sars-cov-2 eua #(B)(4) the following information was provided by the initial reporter: discrepant results with max bd sars cov2 n1 target. Customer reports results are negative when repeated.

Manufacturer narrative:
The following fields were corrected: b5. It was reported that while testing with the bd max¿ system, bd max¿ instrument, discrepant results were obtained due to instrument contamination. Repeat testing was performed, and the results were negative. There was no report of patient impact. Assays used: sars-cov-2 eua # (B)(4). The following information was provided by the initial reporter: discrepant results with max bd sars cov2 n1 target. Customer reports results are negative when repeated. D1. Medical device brand name: bd max¿ system, bd max¿ instrument d2a. Common device name: instrumentation for clinical multiplex test systems d2b. Medical device type: ooi. D4: catalog #: 441916. Serial #: (B)(6). UDI #: (B)(4). G5. There were multiple 510k numbers reported to be involved: k111860, k130470. H4. Device manufacture date: 2021-01-20. H5. Labeled for single use?: no.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, discrepant results were obtained due to instrument contamination. Repeat testing was performed, and the results were negative. There was no report of patient impact. Assays used: sars-cov-2 eua # (B)(4). The following information was provided by the initial reporter: discrepant results with max bd sars cov2 n1 target. Customer reports results are negative when repeated.